Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented a flush port detached. No more details provided, only that the flush port snapped off. A non-bsc device was used to complete the procedure, no patient complications occurred. The catheter was disposed.